Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to rule out potential pump thrombosis. The patient reported elevated pump power and flow for several weeks. At admission lactate dehydrogenase (ldh) was 695 u/l with this patient typically running high at baseline as an outpatient of 500 u/l ¿ 600 u/l. The patient¿s inr goal was kept at 1.8-2.2 due to patient¿s history of gastrointestinal (gi) bleeding not previously reported to the manufacturer. The submitted log file was reviewed by technical services and revealed an upward trend in pump power since the beginning of the month with a downward trend in pi over the course of the 46-day log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The heartmate ii lvas instruction for use (IFU) lists device thrombus and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.